Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient ((B)(6), 55kg) underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The event occurred during use of biosense webster products, after ablation , during re-map phase. The intervention was pericardiocentesis. The physician¿s opinion on the cause of the adverse event is patient condition and procedure. The patient had fully recovered 3 days after the event and was discharged. The patient¿s condition required extended hospitalization because a cardiac drainage had to be performed and such procedure required that the patient remained in observation during the weekend. All available force visualization features were used (graph, dashboard, vector, visitag). The visitag stability parameters were range 3mm for 3 seconds, force over time (fot) 25% 3 g. Ablation index was used for color option. The procedure was done via retroaortic approach so no transseptal was performed. Ablation was performed prior to discovery of the effusion. There was no evidence of steam pop. The irrigation settings were 8ml/min for <30watts and 15ml/min for >30watts. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
It was reported that a female patient (55 year old, 55kg) underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The event occurred during use of biosense webster products, after ablation, during re-map phase. The intervention was pericardiocentesis. The physician¿s opinion on the cause of the adverse event is patient condition and procedure. The patient had fully recovered 3 days after the event and was discharged. The patient¿s condition required extended hospitalization because a cardiac drainage had to be performed and such procedure required that the patient remained in observation during the weekend. No error messages were observed on biosense webster equipment during the procedure. Device evaluation details: on 10/9/2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected, and it was found with a kink on shaft, just in the tip client from the handle. The magnetic, temperature and deflection features were tested, and no issues were observed, but the force test no was possible perform complete due that the catheter did not irrigate. A failure analysis was performed and the catheter was dissected on shaft bent in the tip client area and was found bent the irrigation tube, it was determined that the root cause is related with the kink on the body shaft. A manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the kink on body shaft and bent on irrigation tube cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).